Event description:
Purchase made of a wristech blood pressure monitor, distributed by jobar international. Device used for two weeks after a heart attack, to assist in monitoring blood pressure. Received erratic readings consistently showing high systolic and diastolic points. Device checked with several persons, all receiving unusual readings. Device checked at medical facility and readings taken with their device then again with the wristech, showed systolic reading 54 points higher and diastolic reading 30 points higher on the wristech. Majority of readings if not all of them have been high. Attempts to contact jobar international regarding this device has had negative results. E-mail addresses listed by the company are non-functional.